Manufacturer narrative:
The reported event of a high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During implant, a high capture threshold was observed on the right ventricular (rv) lead even after multiple reposition attempts. A different rv lead was used to resolve the event; the patient's condition was stable following the procedure and there were no adverse consequences.